Event description:
The pt is experiencing severe pain 4 1/2 years after scoliosis corrective surgery using the isola spinal system. The pt is consulting a doctor but the exact cause of the pain can not be determined.